Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 810:11 was found in the pump's event history but not duplicated during product evaluation. No assignable cause could be provided for this condition. The pump passed air in line calibration test, and no repair was necessary. Additional information: baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with failure code 810:11 which occurred during bio-medical testing. According to the facility representative, this event interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.